Manufacturer narrative:
Additional information received on 26 april 2017 and includes: the surgeon passed from liner 12mm to a 14mm insert. Batch review performed on 17 may 2017. Lot 147112: (B)(4) items manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The patient became unstable over time. The surgeon revised the liner. The surgery was completed successfully. X-rays and explants are not available.